Event description:
It was reported one lead was exhibiting high impedances and unable to provide effective therapy. As such surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3- date of event is estimated. A4 -patient weight is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145332.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient experienced uncomfortable stimulation with the second lead. Surgical intervention was undertaken wherein the leads were explanted and replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information.